Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample that contains five sutures inside the pack instead of four as indicated in the product description. A review of the batch manufacturing record for this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received for this code-batch, we consider that this is an isolated and accidental unit caused by a human mistake during production process. Involved personnel will be informed about this incidence. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a novosyn suture pack. Upon opening the packet, it was noted that the quantity of needles was incorrect; there were more needles in the packet than specified on the label. The product was not used on a patient. Additional information was not available.